Manufacturer narrative:
The complainant listed two facilities associated with this complaint (B)(6). It is unknown which facility the device was implanted at. The complainant also listed the following physician associated with this complaint: (B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient experienced pain, mesh erosion and incurred additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.